Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu2458 showed one other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that a hole was discovered at 3cms from zero, external to the patient. No patient injuryreported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and determined to be related to use of the device. One 4fr s/l powerpicc solo was returned for investigation. The returned sample revealed evidence of use. What appeared to be tape residue was observed on the catheter. The printing on the extension leg, molding wing, and the 0-10 cm depth marks was partially worn. The catheter extended to the 42cm depth mark. A circumferential split was observed in the s/l catheter tubing near the 3cm depth mark. The split coincided with a kink in the tubing. A second kink was observed at the 5cm depth mark. A microscopic examination of the split revealed a rough and granular edge and adjoining surfaces. A tactual investigation revealed that the tubing had the tendency to kink across the split that was found in the tubing. The split and kink observed in the catheter indicates that the tubing was placed in a location that was susceptible to bending. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material began to split. The product IFU indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.

Event description:
It was reported that a hole was discovered at 3cms from zero, external to the patient. No patient injuryreported.